Event description:
Caller had essure implanted in 2012 and immediately began to experience pain in her abdomen that never dissipated. One year later, she began to have heavy bleeding, back pain, and hair loss. Her knees began to stiffen and created ambulation difficulties. It is recommended that she receives total knee replacements in both legs. This comes as a surprise as she does not have a history of knee issue and was very physically active. Additionally, she reports teeth and general bone weakness. Her current gynecologist is considering a hysterectomy.